Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that ten (10) to fifteen (15) days after an intraocular lens (iol) implant surgery, a patient experienced inflammation, hypopyon and uveitis in the operative eye. Additional information has been requested.